Event description:
Physician was using scissors during a diagnostic laparoscopy. Trying to remove a suture from a previous surgery and scissors made a "snap" sound and would not close. Scissors removed from patient and not used.